Event description:
It was reported that the ventilator's wheels were loose. There was no patient harm reported. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the ventilator's wheels were checked and front right wheel was tightened. The issue has been resolved and the device was delivered to the user in working condition. The mobile cart is equipped with 4 wheels and is used to move/transport the ventilator. Before transporting the ventilator system - with or without a patient connected - inspection of the mobile cart should be performed (e.g. Visual inspection of the wheels condition). Damaged or poorly tightened wheels on the mobile cart may cause difficulty in moving/transporting it and cause it to be unstable. User is obligated to handle the device with care and follow the information included in the mobile cart installation instruction. The root cause to the reported issue has not been determined. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit; d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.